Event description:
A user of a dreamstation auto CPAP device contacted the manufacturer. The user reported seeing black particles blowing out from the device and experiencing difficulty breathing. No serious injury or patient harm was reported, and no medical intervention was specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.